Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user experienced an insulin delivery occlusion on an ilet pump while using a contact detach 6 mm, 23 inch infusion set, with a concurrent blood glucose of 267 mg/dl; the occlusion alert was cleared and resolved only after a supply change due to an expired infusion set, with no abnormalities noted in the replacement supplies. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution after the infusion set change. Investigation included troubleshooting the occlusion alert and education on supply change and infusion set management. Investigation of this case revealed an occlusion associated with an expired infusion set, with normal findings on the new supplies and successful restoration of insulin delivery after replacement. It was concluded, based on previously established findings for similar reports, that the cause was infusion set-related occlusion due to an expired set.